Manufacturer narrative:
(B)(4)

Event description:
A 6f angio-seal vip failed to deploy properly. The first click was heard while connecting the sheath hub and the carrier tube cap. When the carrier tube cap was pulled back, the second click was not heard. There was concern that additional force would damage the vessel. The patient had the device surgically removed and remained hospitalized over night.

Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation concluded the carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position; the anchor was visible at the sheath tip. The overall device condition was consistent with partial deployment. Functional testing of the deployment mechanism revealed the components were extracted with no contributing visual or functional anomalies noted. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported event remains unknown. The angio-seal device instruction for use (IFU) instructs the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.